Event description:
It was reported that the source of the infection was unclear, possibly abscess near lvad outflow graft. The patient was hospitalized, changes to medication were made and the patient was given parenteral antibiotics.

Event description:
The infection was reported resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket infection) and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a major infection. The subject reported having a fever up to 101 degrees f with chills and diaphoresis. The subject had some abdominal discomfort in the ER. The subject was febrile to 101.2f. It was reported that lvad flows are higher than baseline with low pulsatility index consistent with septic picture unclear source. Possibly gi related and vomiting in setting of eating stale tamales. The patient was hospitalized. Changes to medication were made, parenteral antibiotics.